Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 300 mg/dl. Reportedly, customer discussed issue with a healthcare provider (hcp) and hcp believed the issue was due to excess scar tissue. The supplies were changed to address the event and insulin delivery was resumed.